Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted completely due to an occurrence of leakage from the packing at the cover (identified within the device as the "s-cover") and the up/down (u/d), right/left (r/l) angulation control knob. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the suction cover packing the water tightness was lost, due to damage on the right/left knob the water tightness was lost, due to damage on the up/down knob the water tightness was lost, due to deformation of the angle shaft the water tightness was lost, the grip was shaved, the control unit had corrosion due to water leakage, the plug unit was damaged, the plastic distal end cover had a crack, and the connecting tube had corrosion and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an air leak. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the adhesive on the bending section cover rubber had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.